Event description:
The customer reports while preparing for an unspecified procedure using a wm-dp2 workstation and a maj-860 active cord (along with a valleylab generator and bovie), the endoscopy technician experienced an electrical shock while connecting an electrosurgery accessory (boston scientific single use polypectomy snare). It is reported the technician's gloves were wet and the generator was powered on at the time he attempted to connect the snare. The technician declined an emergency room visit for evaluation at the time and continued to work the remainder of the day. The technician's current condition is described as unable to work due to "his arm and hand are still swollen and numb." The devices were used for the remained of the day with no further issues reported. Biomed checked units and found no issues. The maj-860 was inspected with no visible damage noted. Biomed has removed the non-olympus generator from use and replaced with another unit on a separate cart/ roll stand. The olympus cord (maj-860) and bovie were checked out by biomed, and no malfunctions were identified. The olympus maj-860 has been replaced with a boston scientific active cord. No further issues reported. Case with patient identifier (B)(6) reports the wm-dp2 workstation (this report). Case with patient identifier (B)(6) reports the maj-860.